Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported a blood glucose level of 380 mg/dl and the meter gave no bolus advice. Target range = 80 - 120 mg/dl number of insulin units = 1u - 4 be insulin sensitivity = 1u - 40 mg/dl no adverse event reported. A request was made for the return of the device.